Manufacturer narrative:
Device passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No an error in the motor was detected by reading unexpected value from hall sensor error alarm noted during testing. Device tested ok.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had an error in the motor was detected by reading unexpected value from hall sensor alarm. The customer blood glucose level was 438 mg/dl at the time of incident. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer state that they were able to clear the alarm but not able to rewind the insulin pump. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.